Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as follows: shocking issue: 2016; no communication/potential overdischarge issue (B)(6) 2017.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that there was poor communication with the programmer to the patient¿s implantable neurostimulator (ins). The recharger would also not communicate with the ins. The last time the patient felt stimulation was 6 months ago and the last successful charge session was 7 months (or so) ago. The ins was potentially in an overdischarge state. The patient did not use the therapy very often and left it off during the day as, while at work (welding workshop), they received shocks when walking by stations that had welders turned up high. The patient did not have a current managing healthcare professional (hcp) for the device and their primary care doctor was not willing to have them see the manufacturer¿s representative at their location. It was noted that the patient had bone spurs which their new neurosurgeon was going to address.